Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not inflate. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not inflate. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the proximal and in middle of cylinder bodies. Cylinder 1 had a hole, which led to a leak in middle of cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament and no leaks were found. The pump passed the functional testing within all required specifications. The ams700 inflatable penile prosthesis (ipp) spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir had wear at the bottom of the reservoir shell; no leak was found. The reservoir kink resistant tubing (krt) was worn down to the filament. No leak was found. This wear would not affect the functionality of the device. Product analysis was unable to confirm the reported event.